Event description:
It was reported that when the programmer was powered on there was a blank screen and then it would not boot to main screen. The service disk was ran, but this did not resolve the issue. The programmer was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the device would not boot to main screen, an error was found in the error log.